Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 400 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery several times. The customer was not available to perform troubleshooting at the time of the report. Nothing further was reported.